Event description:
It was reported that the hex tip of the driver during an inspection of the loan kit. No patient or surgery was involved with the product malfunction.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
It was reported on (B)(6) 2013 ¿ that hex tip of driver has snapped off and was found in returned loan kit. Visual inspection of the returned screwdriver noted that the fracture was located at the driver¿s distal tip, the second half of the tip was not returned for evaluation. A scanning electron microscopy (sem) analysis was performed on the fractured surfaces to facilitate a more detailed investigation of the fracture characteristics of the part. Results show evidence of a quasi-static torsional shear failure at the hexlobes and is extended around the center of the shaft. No material defects or other abnormalities were observed in this analysis. A device history record (DHR) review was conducted identifying that the unit was released to stock with no discrepancies. As such, no issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. There was no harm to the patient reported in the complaint but potential harm may exist if the fault were to recur. The root cause of the screwdriver tip becoming fractured is undetermined. Corrective action/preventive action (CAPA) is required at this time as there has been no issue identified in the manufacturing or release of this device. Additionally, the viper universal poly driver recently underwent a post market review and no immediate actions were identified. Therefore, this complaint will be closed with no further action required.